Event description:
The customer reported the rad-g shut off randomly. There was no patient impact or consequence reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned rad-g was evaluated. The device powered on and off by itself shortly after powering on. A short was observed inside the circuit board power button. Shorting inside the on/off power button created an electrical short across the button, resulting in the button being activated even when not physically pressed.

Event description:
The customer reported the rad-g shut off randomly. There was no patient impact or consequence reported.

Manufacturer narrative:
Additional manufacuring narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.